Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and failed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace transmitter alert occurred. Data was evaluated and the allegation was confirmed as a failed transmitter error. The probable cause was determined to be low transmitter battery voltage. The reported issue of a replace transmitter alert is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.